Event description:
It was reported that the patient experienced a septic left hip. The hardware was removed and washed out. The surgeon implanted an antibiotic spacer.

Manufacturer narrative:
Additional devices listed in this report: cat # 542-11-54f, lot # mme9te, description: trident psl ha solid back 54mm; cat # 626-00-46f, lot # 4487202, description: modular dual mobility insert; cat # 6260-9-128, lot # 42538908, description: 28mm std lfit v40 head; cat # 6276-7-016, lot # caxp531c, description: mod con dist stem 16 x 155 mm; cat # 6276-1-023, lot # 45636901, description: 23mm mod rev hip body/bolt stdcomponent level 9006-1-023; cat # 2030-6525-1, lot # mnadax, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Not returned - hospital policy.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. The device was not returned for analysis. Medical records received and evaluation indicated that insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient experienced a septic left hip. The hardware was removed and washed out. The surgeon implanted an antibiotic spacer.